Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The investigation determined that a jumper wire within the electrode was damaged causing intermittent contact. The tin to wire connection area was damaged. A retained sample tested with no discrepancies noted. Analysis of reports of this type has not identified an increase in trend.